Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, while using a faradrive sheath into the left atrium, pre-map was performed with a non-bsc catheter, then it was removed, and attempt was made to aspirate sheath, but it was unable to do so. It was confirmed that the sheath was not pressing up against the wall of the left atrium on an intracardiac echocardiography. Versaconnect dilator was reinserted just past the valve of faradrive sheath and was able to aspirate/pull back blood; dilator was removed and again it was unable to aspirate via flush port. The physician pulled back the faradrive sheath into the right atrium, fed wire though sheath to maintain right atrium access before removing the sheath from the body. When physician manually flushed that same sheath on the back table immediately after removing it, small clot came out of sheath, therefore new faradrive sheath was opened and re-crossed into the left atrium to resume with procedure. No other patient complications occurred during the procedure. The device will not be returned for evaluation.